Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the cup loosen.

Event description:
It was reported that the cup loosen.

Manufacturer narrative:
Device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because further information such as medical records, x-rays, and an analysis of the explanted devices are needed to complete the investigation for determining the root cause. The event was not confirmed.